Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. Reportedly, the basal iq feature was turned off and needed to be turned on. A manual insulin injection was administered to address bg level. In addition, tandem technical support guided the customer through turning the basal iq feature on.

Manufacturer narrative:
Device not returned.